Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor (cgm) was no in use on (B)(6) 2018. Cartridge change sequence was completed on (B)(6) 2018. User made bolus requests while still having insulin on board (iob) and without entering current bg level. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced. A new cartridge was loaded resolving the issue. Blood glucose was 45 mg/dl. The cause was unknown but the customer believed it may have been an issue with the infusion site as a new area as used. The customer did not observe any damage or issues with the infusion set or site. Glucose tablets and a supply change was performed to address bg.